Event description:
It was reported that the surgeon revised due to tibial loosening. X3 insert showed significant wear after explantation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a triathlon insert was reported. Conclusion: the event reports tibial loosening. The insert does not come into contact with the bone. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the surgeon revised due to tibial loosening. X3 insert showed significant wear after explantation.